Event description:
Patient with heartmate 2 left ventricular assist device (lvad) therapy for 3.5 months and recent surgical excision of malignant melanoma lesion of the neck presents urgently to hospital with acute mental status changes and diagnosis of fatal left posterior intraparenchymal hemorrhage with subarachnoid and intraventricular extension in the setting of international normalized ratio (inr) of 4.4 and aspirin 325 mg daily. Patient was not a surgical candidate. Heroic medical interventions were attempt to reduce inr and brain swelling. Medical treatments were withdrawn by family 4 days after hospital presentation.